Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the bur separated from the shaft just before the surgeon used the bur in the patient's nose. A replacement bur was used to complete the case. There was no patient impact or injury.

Manufacturer narrative:
The product analysis indicates one opened sample of part number tn30rcd from lot number 0213575753 was received. A microscope and calipers were used to evaluate the device. This lot was manufactured june 30, 2017. The shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]. The tang was not turning which indicated a broken shaft and would result in the reported event. The shaft was removed from the assembly for further analysis [it measured 5.65¿ from tip to break point]. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The shape of the shaft break is consistent with shear [or bending] stress. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during loading. The shaft did not break. There were no signs of misuse or mishandling. The information likely indicates that the shaft broke because of uneven pressure / stress caused during manufacturing steps. The most likely underlying cause is consistent with, manufacturing / production. If information is provided in the future, a supplemental report will be issued.